Manufacturer narrative:
The devices associated with this report were not returned. The DHR analysis of the batches provided indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformances. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a, one x-ray image was received. Review of the x-ray confirmed the dislocation. No root cause of dislocation can be drawn from the data in the x-ray image. However, because the surgeon chose to revise the standard humeral cup with a +6mm cup, it is likely that he/she felt that there was too much laxity in the soft tissue, which can lead to dislocation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: revision of a delta xtend total shoulder arthroplasty performed on (B)(6) 2014 by at (B)(6) hospital. Original delta xtend operation date (B)(6) 2014. Patient presented to the (B)(6) hospital with a dislocated shoulder. The patient stated that they fell over on the shoulder a few days ago. An x-ray showed that the shoulder was dislocated. The surgeon attempted to reduce the shoulder in the a and e department but was not successful. The patient was then taken to theatre and an open reduction of the shoulder was performed. The standard humeral pe cup was removed and replaced with a +6mm standard humeral cup (ref (B)(4). Lot 5209112). The shoulder was then reduced and the wound was closed. Pre operation x-ray is available. Explant was discarded as per hospital protocol. Patient details: (B)(6) year old female. Date of birth (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.